Event description:
It was reported that the customer had a motor error alarm on the insulin pump during rewind. Customer also had some motor error alarms in the alarm history. Customer's blood glucose level was normal and did not require medical treatment. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The displacement test could not be performed due to the motor error alarm. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.